Manufacturer narrative:
Concomitant medical products: product ID: mdt-crt. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection after being implanted with a device with an absorbable envelope. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is a duplicate of FDA report number 2182208-2020-00057. If information is provided in the future, a supplemental report will be issued.